Event description:
As reported by the user facility: after replacing the propofol bottle and line, the pump triggered a downstream pressure alarm and ceased operation. The alarm reactivated immediately upon acceptance, even with the infusion halted. The infusion was then transferred to another pump, which functioned without any problems. The defective pump was taken out for repairs. An hour later, the IV line became mispositioned, leading to a downstream occlusion alarm. Although the IV site was adjusted, the pressure monitor continued to indicate high readings. The tubing was removed and reinserted, which reset the pressure bar. It appears that the pumps struggle to accurately detect pressures without a reset. The malfunctioning pump remained in circulation, and the propofol infusion was paused for approximately five minutes, which is unsuitable for a patient likely experiencing seizures.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.